Manufacturer narrative:
Two samples for patient 1 and 3 samples for patient 2 were submitted for investigation. No sample material was available for patient 3. For patient 1: the customer's results were reproduced (both samples were clearly non-reactive). Additionally a rapid assay and an independent roche in-house-research assay, detecting antibodies against sars-cov-2 were performed (all non-reactive). There was no serological indication of a past sars-cov2 infection in either of the samples provided. For patient 2: the customer's results were reproduced. All 3 samples showed elevated cois, but were still non-reactive, but clearly distinguishable from negative samples. Additionally a rapid assay and an independent roche in-house-research assay, detecting antibodies against sars-cov-2 were performed. While the result with the rapid assay was non-reactive, the in-house assay results were low, but showed clear reactivity. This patient¿s immune response to sars-cov-2 is detectable, but weak. The investigation did not identify a product problem.

Manufacturer narrative:
The country of origin is (B)(6). Calibration signals were acceptable and showed good signals during result measurement. Qc results from pooled serum samples were valid. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys anti-sars-cov-2 results for 3 covid 19 positive patients on a cobas 6000 e601 module. The serial number for the cobas analyzer was requested, but not provided. Patient 1: on approximately (B)(6) 2020, the patient samples (2) produced negative results (0.057 coi and 0.062 coi). Patient 2: on (B)(6) 2020, the patient sample produced a negative result (0.605 coi). Patient 3: on (B)(6) 2020, the patient sample produced a negative result (0.071 coi). The questionable results were not reported outside the laboratory. The 3 patients tested positive with pcr (B)(6) 2020. The sensitivity of the elecsys anti-sars-cov-2 assay early after infection is unknown. Negative results do not preclude acute sars-cov-2 infection. If acute infection is suspected, direct testing for sars-cov-2 is necessary.